Event description:
It was reported there was a skin burn on right lower leg, medical side. Linear upside down t-shaped small discoloration upon bandage removal in post-operative period after an arthroscopy. The burn was not evident upon bandaging after procedure. It is suspected this may be related to hot irrigant from shaver that traveled under the bandage during procedure. Bovie stand evaluated upon notification, working properly.